Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC for evaluation. Initial visual inspection of the PICC did not reveal any defects or anomalies. After functionally testing it was discovered that the distal extension line had a slice in its body. The slice was smooth and linear. This damaged is consistent with contact with sharps such as a scalpel or needle. The total length of the catheter body was measured to be 16.75". This indicates that at least 2.75" were cut off the catheter body and not returned per catheter product drawing. The outer diameter of the distal lumen measured to be 0.09555" which is within specifications of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the slit in the extension line body. A manual tug test confirmed the proximal and distal extension lines were fully secured within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. The distal extension line had a slice in its body. The slice was smooth and linear. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The damaged observed is consistent with contact with sharps such as a scalpel or needle therefore the probable cause of this complaint is user error - contact with sharps. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "clear lumen fractured/split under hub." It was also reported that the PICC was removed and a new PICC was inserted. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "clear lumen fractured/split under hub." It was also reported that the PICC was removed and a new PICC was inserted. The condition of the patient is listed as "fine".